Event description:
It was reported that during reprogramming, an impedance check showed impedance greater than 10,000 ohms on electrodes 3, 8, 10, 12, 13, 14, and 15. The patient was not previously aware of impedance concerns. Additional information received reported that the patient had new pain in her upper back, but was unsure if it was related to the device or not. The patient could not confirm or deny a correlation in pain to her device being on or off. The device was reprogrammed using only contacts with impedance values in normal range and the patient received paresthesia in the appropriate areas. No cause of the issue was determined and no interventions were taken/planned. The patient was going to try the new program and see if that made any different in her upper back discomfort.

Event description:
Additional information stated that the patient had uncomfortable stimulation. Another impedance check confirmed the impedance issues, with electrode 5 also high. The patient had less than 50% therapy relief. The patient was considering replacing her lead with a paddle lead. The patients status was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4)